Event description:
A surgeon reported that a glaucoma shunt was explanted due to the shunt was "extruding" from the eye. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).